Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. The customer¿s blood glucose level was 340 mg/dl at the time of the incident. Customer reported insulin pump alarmed with failed battery test during troubleshoot. Customer reported that insulin pump tests each new battery when inserted. The customer was assisted with troubleshooting and received failed battery test. Advise the insulin pump will need to be replaced. Advise to revert to back up plan per healthcare provider instructions. The insulin pump will be returned for analysis.